Manufacturer narrative:
The insulin pump was received with no button response due to lcd keypad connector unlocked. The insulin pump was received with cracked case at display window corner, battery tube threads, belt clip slot and minor scratched display window.(B)(4)

Event description:
The customer reported via phone call that the scroll up button was not responsive. The customer's blood glucose was 112 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.